Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The low-profile gore® excluder® device was received by gore from the facility and an engineering evaluation was performed. The findings from the evaluation were consistent with the reported procedural observations. Visual inspection of the device showed the leading olive was separated from the leading end of the delivery catheter. There was no evidence of a bond for the leading olive on the delivery catheter. The root cause for the leading olive separation is due to a lack of bonding between the leading olive and the delivery catheter.

Event description:
On (B)(6) 2016, the patient was implanted with a low-profile gore® excluder® aaa endoprosthesis (rlt261418/14557231) as part of an endovascular aortic repair. According to the report, the device was advanced and successfully deployed below the renal arteries. However, additional forward pressure was reportedly applied as the device was advanced above the hypogastric artery. Upon withdrawal of the delivery catheter it was noted that the leading olive had become separated, and lodged inside the introducer sheath near the hub. No resistance was reported in withdrawing the delivery catheter, and no kinks or other observations were found upon visual inspection of the sheath. The physician was able to remove the olive from the sheath with a surgical clamp. The procedure went forward without any further reported complications. The patient tolerated the procedure.